Event description:
The patient said that the pump would not power on and that the pump was warm to the touch. When he removed the battery it was reportedly very hot to the touch. The patient denies burning or red areas after handling the battery. The patient denies that there was any moisture or corrosion in the battery compartment.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.